Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is concerned about the position of the pump of this inflatable penile prosthesis (ipp) since it is placed horizontally, making it difficult to pump it. In addition, the tubing is redundant, which is bothersome. The patient stated that he pumps the device for more than twelve times, but he does not notice any rigidity in the cylinders. He is unsure if there is a pump issue, or it is the result he will achieve. Patient services specialist provided inflation, deflation and valve reset techniques, and suggested him an appointment with the physician to address the experience. A revision surgery has not been scheduled yet.

Event description:
It was reported that the patient is concerned about the position of the pump of this inflatable penile prosthesis (ipp) since it is placed horizontally, making it difficult to pump it. In addition, the tubing is redundant, which is bothersome. The patient stated that he pumps the device for more than twelve times, but he does not notice any rigidity in the cylinders. He is unsure if there is a pump issue, or it is the result he will achieve. Patient services specialist provided inflation, deflation and valve reset techniques, and suggested him an appointment with the physician to address the experience. Three months later, the patient stated that he is still having issues with the pump, as it is not refilling unless he presses the deflate button. The physician evaluated the device and confirmed the experience. The patient believes that the pump tubing is kinked. A revision surgery has not been scheduled yet.